Event description:
On june 22, 2006, the facility contacted baxter technical service to report an ultrafiltration pump module bm 14 indicating the fluid loss was less than programmed after treatment. There was no patient injury or medical intervention reported in association with this incident. On june 23, 2006, a baxter field service engineer (fse) went to the facility to evaluate the instrument. The fse found the ultrafiltrate scale weighing approximately 9.7kg with a 10kg calibrated weight. The fse calibrated and verifed both scales, checked all pump occlusions and completed a service call checklist. No further information is available at this time. If additional information becomes available, a follow-up report will be sent.